Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission with high ventricular rate during atrial fibrillation. Review of transcripts of the pacemaker revealed no associated data. A diagnostic anomaly was confirmed. No intervention was performed at the time.